Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer removed the pump from the box and the wake button was not functioning. During troubleshooting with tandem technical support, it was confirmed that the pump still turns on when plugged into a power source. There was no patient involvement, as the pump was not being used on a customer at the time of the reported event.